Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio high inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 4.2. Laboratory inr: 1.7. The time between testing was three to four (3-4) hr. Reportedly, pt "milking" finger after finger stick. The pt's coumadin was held on (B)(6) 2014 due to the elevated inratio inr result. The coumadin was resumed on (B)(6) 2014 after receiving laboratory inr result. Therapeutic range 2.0 - 2.5 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.